Event description:
The customer reported that the unit will not fluoro properly. No patient injury was reported.

Manufacturer narrative:
The ge service rep checked the gen lock, fatal error log, hv cable and interconnect cable. All checked good. He made exposures with all fluoro switches and was not able to duplicate the reported problem.